Event description:
On 12/12/91 one of facility's physicians conducted an ivf transvaginal retrieval using an ivf double barrel retrieval needle. The physician did not report any significant problems at the time of the retrieval and the pt was discharged after the procedure. He indicated that he removed the needle intact. The pt underwent surgery in 1992 which retrieved broken needle pieces and alleged that these were broken pieces from the ivf retrieval needle. Rptr had an opportunity last year to review these surgically retrieved needle pieces and it appears that these are indeed broken off pieces from an ivf needle. It appears that the outer needle barrel of the ivf needle which contains an inner and outer needle part, apparently separated during the ivf procedure, so that the outer needle part was getting stuck in the pt's tissue and broke off inside the body when the physician redirected the needle inside the body. Rptr believes that the inner and outer needle may be too loosely connected so that this separation process may occur leading to pt injury.